Manufacturer narrative:
Country of origin is (B)(6).

Event description:
A pharmacist complained, on behalf of a patient, of a discrepant inr result on the patients coaguchek meter when compared to a laboratory result using an unknown method. The coaguchek meter serial number was requested but not provided. At 8:30 a.m. The meter result was 3.9 inr and the laboratory result was 2.49 inr. The patient's therapeutic range is 2.5 - 3.5 inr. There was no allegation that an adverse event occurred. The related retention test strips were tested in comparison to masterlot #286321-80 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The corresponding retention material complies with the specification, based on requirements of the regularly retention testing process of the qc department. The complained test strips have been calibrated against the who standard rtf/16 and affected by recall. Corresponding retention test strips (lot 30497421) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.